Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a4, b5 and h6 (clinical codes). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Asr litigation record received. The litigation alleges pain, discomfort, elevated metal ions, emotional distress, permanent injuries, disability, anxiety, and disfigurement. The patient suffered from elevated cobalt and chromium levels and a pseudotumor. During the revision procedure, the surgeon found metallosis throughout the hip.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received, will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Event description:
Medical records were received and stated the following: the patient was revised, to address failed left tha with the development of pseudotumor. Resulting to pain and walking difficulty. Operative note reported, a large amount of red-tinged fluid, wrinkled scar tissue. Which is consistent for pseudotumor. This was adherent to the deep surface of the gluteus fascia, as well as a secondary pseudotumor distal and lateral on the femur in the region of the lesser trochanter. There was full of scar tissue. Stem was excellent. However, had some staining, but removed easily. There was minimal bone loss. Concern on the stability and leg length discrepancy, due to previous head size. Doi: (B)(6) 2008, dor: (B)(6) 2022, left hip.

Manufacturer narrative:
Product complaint # (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. E3 initial reporter occupation: lawyer. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation record received. Litigation alleges pain, discomfort, elevated metal ions, emotional distress, permanent injuries, disability and disfigurement. Doi: (B)(6) 2008; dor: (B)(6) 2022 ; left hip.